Manufacturer narrative:
The cartridge was reportedly discarded and is not expected to return to animas. The patient indicated that the supplies were used for 5 days and the supplies were occasionally reused. The cartridges are labelled as a single use device. Additionally the user guide instructs the patient to review the labeling for the insulin and to consult with a health care professional regarding the frequency of cartridge changes.

Event description:
The patient reportedly went to the emergency room with a blood glucose of 276 mg/dl with positive ketones, nausea, abdominal pain, increased thirst, and frequent urination associated with occlusion alarms. Troubleshooting of the event indicated that the patient was using supplies for 5 days, occasionally reusing supplies, and was not cycling the cartridge prior to filling. The patient confirmed that the supplies were not expired at the time of the issue. The patient was advised on the occlusion alarm feature and was advised on the possible reasons for the occlusion alarms. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of the cartridge.